Manufacturer narrative:
The surgeon reportedly attempted to reinsert the device but noted device damage after reinsertion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly successfully reimplanted with another advanced bionics cochlear device. The external visual inspection revealed severed cuts to the top and bottom covers. The fantail and electrode have been severed. This is believed to have happened during revision surgery. The photographic imaging inspection confirmed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This device was expalnted for medical reasons. However, this device had an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. A x-ray confirmed electrode contacts outside of the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.